Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between a supply bag and the cassette line is a known cause of this alarm. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during dwell three of four. The patient was connected to the homechoice at the time of the alarm. The technical service representative (tsr) assisted the patient in clearing the alarm. The tsr advised the patient to start therapy over with new supplies. It was reported that a supply bag became disconnected during use. The cause of the disconnection was unknown. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.